Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of injectors were bent. Additional information received stating that the surgery was completed by replacing injector. The event occurred during loading, and other was during injecting.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Two opened company handpieces were returned for evaluation for the report of a bent plunger. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent plunger for both the samples. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger for both the samples. Finally, a functional thread to barrel engagement check was performed and was found to be conforming for thread engagement for both samples. A functional plunger movement was performed and found to be non-conforming for sample 1 and conforming for sample 2 due to the bent condition of the plungers. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plungers are bent. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged on both injectors, cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in october 2015. The manufacturer internal reference number is: (B)(4).